Event description:
It was reported that the implant was broken.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
The body of the anchor was broken. An awl was used to prep the site. The patient bone quality was average. The device broke during the procedure causing a delay less than thirty minutes. The procedure was completed with a backup device.